Event description:
It was reported that the patient experienced inadequate stimulation and pocket pain. The patient underwent an explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred at the year of 2020.